Event description:
It was reported that after a cardiac ablation procedure for a pulmonary vein isolation (pvi) for persistent atrial fibrillation with a pulse select catheter; which subsequently required another manufacturer's ablation catheter for treatment of atrial flutter. The team was waiting for the patient to awaken, but the patient did not regain consciousness, and a computerized tomography (CT) was performed. It was noted that during the case, activated clotting time was maintained at greater than 300, and no notable abnormalities were observed. It was also noted that the patient's condition and prognosis are pending. No further patient complications have beenreported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.